Event description:
The complainant reported that a patient implanted with an impella cp had hemolyzed labs and dark red urine. While transferring the patient the impella became dislodged into aorta. The impella was explanted and the patient lost distal pulses, requiring a fasciotory and repair of femoral artery. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the thrombosis and ischemia was unable to be determined due to insufficient clinical details. The cause of hemolysis was most likely related to the patients condition, as pressure is seen trending down at the time of hemolysis, and clinical reported a high afterload the night before it was reported. The cause of the positioning issue was most likely user related, as the pump came out of position while the patient was being moved. The device passed all post sterile inspection criteria.